Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. I&d was done and replaced the old poly with a new one. The poly was broken in half to remove more easily. All parts were received. Surgery was not delayed. No products are returning. Doi: (B)(6) 2018; dor: (B)(6) 2019 right knee.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.